Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device is exhibiting a premature battery depletion. Engineering reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year. The expected power consumption is about 68 uw, however this device is consuming 131 uw and the power consumption is expected to continue to increase. At a follow up several months ago, there were 5.5 years left and at a recent follow up, the longevity had reduced abruptly. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. The returned implantable pulse generator was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high hydrogen induced leaky capacitors. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this device is exhibiting a premature battery depletion (pbd). Engineering reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year. The expected power consumption is about 68 uw, however this device is consuming 131 uw and the power consumption is expected to continue to increase. At a follow up several months ago, there were 5.5 years left and at a recent follow up, the longevity had reduced abruptly. The device has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this device is exhibiting a premature battery depletion (pbd). Engineering reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year. The expected power consumption is about 68 uw, however this device is consuming 131 uw and the power consumption is expected to continue to increase. At a follow up several months ago, there were 5.5 years left and at a recent follow up, the longevity had reduced abruptly. The device has been explanted and returned for analysis. No additional adverse patient effects were reported.